Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm a problem. The lot number was cpfbwj, serial number (B)(4), product code 82-3842. The position of the cam when valve was received was 70mmh2o. The valve was tested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3842 with lot number cpfbwj, conformed to the specifications when released to stock on the 5th june 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Doi and the initial setting pressure are unknown. After the implantation, the condition of the patient became worse and the surgeon tried to change the setting pressure but he couldn't. The revision surgery of the valve was conducted on (B)(6) 2014. The setting pressure of the removed valve is unknown. The kind and the setting pressure of the replaced valve are not informed. Further details will be informed as soon as (B)(6) receive them from the facility.